Manufacturer narrative:
The device was returned to edwards for evaluation. Visual inspection of the crimper pouch revealed one hole near the base of the crimper. The reported complaint was confirmed and is confirmed to be related to the field safety notice and CAPA that was initiated.

Event description:
As reported by the edwards clinical specialist, upon receiving notice of the packaging alert, I investigated one of the crimpers in my stock and noted there was a hole in the sterile barrier. This crimper was stored outside the shelf box.

Manufacturer narrative:
During routine inspection of product in our manufacturing process, edwards learned that damage to the crimper's sterile barrier pouch can occur if the crimper, while still inside the pouch, comes in contact with hard surfaces. Although edwards had not yet received any related complaints, it was determined that this can also occur if the pouch is removed from the protective unit carton and stored on the shelf by the customer. Edwards lifesciences initiated a class ii product notification in the united states via customer letters sent on (B)(6) 2013. The notification instructed customers to maintain the crimper device in its unit shelf box until ready for use, and to inspect the pouch for holes and damage prior to use, as instructed in the product instructions for use (IFU) and labeling. The customer was also advised that edwards is developing and qualifying a more robust package that will be less susceptible to handling damage, and this improvement will be implemented within the next few months. Investigation of this issue revealed the following root cause: the base of the crimper may create punctures in the sterile barrier pouch when the pouched device is outside of the shelf box and the crimper comes in contact with hard or sharp surfaces such as shelving, racks, table tops, etc. A CAPA has been initiated to document investigational activities and corrective actions. The following short term corrective actions are being implemented in the manufacturing process: minimize handling of the device once in the pouch prior to placement of the crimper into the shelf box. Elimination of hard surfaces and sharp edges that the pouched crimper may contact prior to placement of the crimper into the shelf box. Implement a final quality inspection of the pouch just prior to placement of the crimper into the shelf box. As noted, edwards is developing and qualifying a more robust package that will be less susceptible to handling damage. This improvement will be implemented within the next few months.